Manufacturer narrative:
No motor error alarm, e70 alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm in history. Customer¿s blood glucose was unknown. Customer stated that drive support cap was normal. Troubleshooting was not performed due to motor error. Customer was able to clear the alarm and able to complete insulin pump rewind. Troubleshooting was declined for hyperglycemia. Customer also reported that the insulin pump had no delivery alarm. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. Insulin pump will be returned for analysis.